Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller stated the patient tested 4.4 inr on the coaguchek xs system and 3.3 inr on a comparison lab. No actions taken based on device results. No adverse event reported. A request was made for the return of the suspect device.